Event description:
It was reported that the patient was having "worsening symptoms". A battery life calculation resulted in approximately 0.09 years remaining until generator end of service, so it is possible that the device has reached end of service and the patient is not receiving therapy, but this cannot be confirmed at this time. Attempts for further information have been unsuccessful to date.